Event description:
Information received from the field does not address the patient's clinical status but notes that after positioning of the lead and connection to the pulse generator, the physician checked the fixation of the lead. The connector pin became detached from the connector ring.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received